Event description:
It was identified that during the device evaluation, the subject device had a cut on the pink probe. There was no patient involvement.

Manufacturer narrative:
The complaint was reported because failed leak test. The product was returned to olympus. The control body showed damage, including a cut on the pink probe and the absence of ke45 sealant at the forceps cover area. The rubber glue exhibited visible cracks. Ultrasound imaging revealed multiple broken elements, indicating internal damage. Additionally, the elevator channel water/air feed inlet was found to be loose. The complaint was confirmed; the device has leaking at elevator channel plug inlet. The most probable cause of the complaint is d02 - cause traced to component failure- expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.